Manufacturer narrative:
The product ID and serial number were not provided. As a result, the UDI could not be identified. The initial reporter information was not provided. To date the incident device has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeds are not accurate and the pump is infusing too fast.